Event description:
It was reported that during a procedure for prolapse and hemorrhoids, the device cut the donut but the staples were malformed. This resulted in bleeding and the procedure was completed with additional sutures. There was no adverse consequence to the patient.